Event description:
The ge oec 9800 fluoroscopy system made a popping sound and user smell an odor of rubber.

Manufacturer narrative:
A ge oec service representative investigated the issue and found the battery pack had blown out. System battery pack replaced and function restored. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.